Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated fields: d8, h6, h11 this supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion in the plastic distal end cover. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage or deterioration. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the metal part at the videoscope's distal tip had detached during reprocessing. The part was inside of the case. There were no reports of patient involvement.